Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited oversensing when in unipolar mode, and there were short v-v episodes present. The lead remains in use. The patient is a participant in an image - his bundle pacing clinical study. No patient complications have been reported as a result of this event.